Manufacturer narrative:
The final 2 devices were evaluated in the field. For 1 device, the issue was confirmed; however, there was no product malfunction as the issue was the result of the user improperly zeroing the scale prior to use. Upon inspection of the second device, it was determined the scale was inoperable, which is not reportable.

Event description:
This report summarizes 19 malfunction events, where it was reported the scale was inaccurate.  There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 14 devices were functionally/visually inspected in the field. These devices were repaired and returned to use. 2 devices were inspected in the field but the issue was confirmed; however, no defect or malfunction was found. The issue was the result of use error as the scale was not properly zeroed before use. 4 devices are pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 20 malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.